Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient arrived from post anesthesia care unit having a low anterior resection with colostomy placement. Patient complaining of pain and urge to go to the bathroom despite a foley catheter being in place. When registered nurse assessed the catheter, they found patient to be sitting in urine and leaking around the catheter. Nurse called person-centered care for recommendations on what to do to troubleshoot the issue. Instructed to attempt deflating balloon and advancing catheter and to re-anchor and bladder scan. Nurse deflated balloon, which had 10 cc of saline. They advanced the catheter and re-anchored. They noted that patient was still leaking around the catheter. Nurse called person-centered care to bedside to assist. When nurse, bladder scanned the patient, they pulled slowly on catheter to check placement and that it was properly anchored. While doing so, noted that patient continued to leak at catheter site. When pulled back far enough, it was found that there was a slit or cut in the catheter about halfway up the catheter. Nurse practitioner was notified and instructed to discontinue the foley catheter and attempt voiding trials as this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient arrived from post anesthesia care unit having a low anterior resection with colostomy placement. Patient complaining of pain and urge to go to the bathroom despite a foley catheter being in place. When registered nurse assessed the catheter, they found patient to be sitting in urine and leaking around the catheter. Nurse called person-centered care for recommendations on what to do to troubleshoot the issue. Instructed to attempt deflating balloon and advancing catheter and to re-anchor and bladder scan. Nurse deflated balloon, which had 10 cc of saline. They advanced the catheter and re-anchored. They noted that patient was still leaking around the catheter. Nurse called person-centered care to bedside to assist. When nurse, bladder scanned the patient, they pulled slowly on catheter to check placement and that it was properly anchored. While doing so, noted that patient continued to leak at catheter site. When pulled back far enough, it was found that there was a slit or cut in the catheter about halfway up the catheter. Nurse practitioner was notified and instructed to discontinue the foley catheter and attempt voiding trials as this time.